Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the clips were formed in tear-drop shape when the device was used on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p91v1x the analysis results found that the el5ml device was received with no damage in the external components. In addition, the t(B)(4) was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 1 partially formed clip was fed due to an anti-backup failure and it fed and formed 7 conforming clips; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.